Event description:
During a successful kyphoplasty procedure, it was reported that after mixing the bone cement, it took 40 minutes before it could be injected into the vertebral body. It was reported that the bone cement was not as viscous as expected. There were no patient complications reported.

Manufacturer narrative:
Results - device not returned. Follow up with company representative.